Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the proximal left circumflex (lcx) coronary artery, the maverick2 monorail balloon ruptured at 12 atms on the third inflation. The number of atms reached on the first and second inflation is unknown. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.